Manufacturer narrative:
Concomitant medical products: 5024m lead implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to the device detecting fast ventricular tachycardia (vt) episodes. Initially, the device withheld therapy due to matching wavelet, however, it stopped withholding and delivered therapy. The device is still in use. No further patient complications have been reported as a result of this event.